Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation: non-healthcare professional. Concomitant medical products: product ID: 3560019, serial# unknown, product type: accessory. The main component of the system. Other relevant device(s) are: product ID: 3560019, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for fecal incontinence and retention. Patient also mentioned bleeding at the incision sit and constipation when she was younger but she now takes magnesium which helps. On (B)(6) it was reported that the patient felt dizzy with a soreness from her belt. On (B)(6) patient stated she went to the emergency room due to having a full bladder which caused her pain and she also stated she had a fever. Patient was instructed to turn off stimulation on (B)(6) 2018. Patient then turned the stimulation on then again was instructed to turn it off today (B)(6) 2018. On (B)(6) it was reported that the patient stated she was worse than before. She had worse bowel movements such as strong diarrhea, had pain and she stated she was in the emergency room due to her bladder being too full. She was catheterized at that point. She also stated her sales representative thinks her incision site was infected and he thought device would be removed. No further symptoms reported. No complications reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.